Event description:
Unauthorized contact called in regarding a malfunction on the pump and was advised to have the patient call for assistance. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.